Event description:
It was reported that the patient underwent a revision procedure to replace the spinal cord stimulation (scs) implantable pulse generator (ipg) due to a tingling sensation in the ipg pocket. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.